Event description:
It was reported by the patient's family member that the day after a routine device change out procedure that the replacement device started to sound a patient alert and that the patient felt vibrations around the arm area. Follow up was done with the clinic which determine, the patient alert was due to a potential issue with the device setscrew for the right ventricular (rv) lead superior vena cava coil. A revision procedure was done which determined the setscrew of the device was not completely extended within the header of the device. As a result the rv lead was revised and the setscrew was retightened. It was noted that the device was checked ten days after the revision procedure and everything appeared fine. The clinician indicated that it was not able to be determined what was causing the patient to feel the vibration senses in their left arm and shoulder. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.